Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece got hot. Handpiece cap had debris built up causing the button to stick and to be hard to push in. Also found bearing wobble on both bearings but bearings still attached to rotor. Head drive needs replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.